Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, an externalized conductor was suspected. No electrical anomalies were noted. Lead remains implanted. Patient condition after the event was good.